Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission, high, out of range, low voltage pacing lead impedance was observed. Patient was bought into clinic and impedance was performed by physician but was unable to reproduce out of range impedance issue. All other lead measurements were stable. It was later reported that device showed another high, out of range, low voltage lead impedance. It was suspected that since lead was recently implanted it may not be fully placed into the header or the setscrew may be loose resulting in impedance issue. It was recommended to attempt to reproduce the out of range measurement issue and perform a chest x-ray to see if the lead is fully inserted into the header. Patient was stable throughout and will continue to be monitored.